Event description:
Electrosurgical cautery machine was beeping, stopped working. Patient was removed from that electrosurgical machine and connected to a new different electrosurgical (esu) machine, the esu pad (electrode) site and patient connections were inspected and were intact. New electrosurgical machine operating normally.